Event description:
It was reported surgical intervention was performed to retract the electrode to make stimulation more efficient. It was noted the electrode was released from the groove in the burr hole cap by easy manipulation with an anatomical forceps. The plastic insulation was tender and it looked like there "were small holes and the wires were shiny". The effect of stimulation was better after the retraction. The health care professional did not "dare" to do the operation of the other side of the head. The electrode was explanted and replaced. There was no harm or injury to the patient.

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported stimulation was 'fine' after revision. It was noted there was no explant and it was unknown if the lead had low impedances.

Manufacturer narrative:
Product ID neu_unknown_lead: serial# unknown, implanted: (B)(6) 2000, product type: lead. (B)(4).